Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals became stuck in the loading devices. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report number 2242352-2012-01179 for the related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were located inside of the loading device body. The green slide lock and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. Lot history record reviews could not be performed as the product lot numbers are unknown. (B)(4).